Event description:
The attorney alleged that the customer passed out, fell, and broke his back due to blood glucose problems and irregularities. It was stated that the customer is paralyzed the waist down. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.